Event description:
It was reported that the mobile programmer application lost electrocardiogram (ECG) and electrograms (egm) signal while switching be tween pacing system analyzer (psa) and device programmer mode. It was observed that both ECG and egm signals disappeared, however the markers remained visible. Troubleshooting steps were taken including manually switching one of the channels in both psa and programming modes to resolve. For a period of time during the session, noise was observed on the ECG and egm markers in both psa and programming mode. The issue resolved itself after approximately 30 - 60 seconds. It was also noted that when initially opening the mobile programmer application at the start of the session, a white screen was displayed on the mobile programmer host tablet. The application was closed and restarted again to resolve. The session was completed successfully. No patient complications have been reported as a result of this event. Application version: 4.3.5 host tablet os version: 18.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application lost electrocardiogram (ECG) and electrograms (egm) and noise was observed on the ECG and egm markers was confirmed. Analysis found the customer comment that a white screen was displayed on the mobile programmer could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.